Event description:
I used renu with moisture loc contact lens (saline) solution from 3/24/06 through approx 4/18/06. I went to hosp ER due to severe pain in left eye. I was told I had a scar on my cornea and treated with antibiotic drops and 6 lortab for pain. Approx 1 week later, I went to an ophthalmologist and again was told I had an infected scar on my cornea. I was treated with more eye drops and pain medication. I went back to the same dr approx 1 week later and was told it was no better. I was referred to a specialist and went to see him. He did a culture and approx 3 days later was diagnosed with fusarium keratitis. I took anti-fungal medication for approx 6 weeks and visited the dr weekly. I went to see specialist, a month later, and was told the fungus appeared to be gone; however, I was left with a scar on my cornea. Ten days later, I went back to specialist due to severe pain and blindness in my left eye. He did another culture and two days later, I was called by office and told I had fusarium keratitis again. I am still being treated with anti-fungal medication and cannot see out of my left eye.